Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 2.1 and 2.2 cubie drawers were not on bus. A field service engineer (fse) arrived at the medstation and found that drawers 2.1 and 2.2 were not on the bus. Troubleshooting revealed that the drawer controller printed circuit board (pcb) had caused the drawer module pcb for module 2 to fail. Fse replaced the drawer controller pcb, both drawers 2.1 and 2.2, and the drawer module pcb for module 2. Additionally, the retractor cable for drawer 2.2 was found to be broken and was replaced. Fse verified proper operation in hardware test application self-test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height cubie drawers 2.1 and 2.2 were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.